Event description:
Ous MDR - it was reported that the device stopped pacing without battery warning after an about 3 days of constant use. Even after the battery was exchanged, the control light blinked repeatedly, and a proper device function could no longer be established. The external pacemaker was exchanged, but the leads were left in place. The device was returned to biotronik for analysis.

Manufacturer narrative:
The returned external pacemaker, including the redel adapter and the cable, was thoroughly analyzed. Aside from signs of wear, the analysis did not find any deviations that could be related to the complaint. The device underwent an extensive long-term test. Under additionally applied mechanical stress on reocor, adapter, and cable, no pacing interruption could be noted. The mechanical check found a mode setting dial that was hard to turn. Wear and tear during the more than 2 years of operating time was determined to be the cause. After repair, the device passed this test successfully. The electrical function check did not find any deviations at the cable pk 83 and at the redel adapter, and there was no indication of a device malfunction. The visual and mechanical analysis, as well as the function check, did not indicate a material defect or manufacturing error.